Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On september 5, 2025, it was reported that ever since the routine pump replacement procedure where a newer model catheter was implanted, the patient had been having a reaction to the catheter. The patient had a metallic taste in their mouth, a burning skin sensation, and a burning sensation in their bladder. Additional information was received on september 26, 2025, from the healthcare provider via the company representative who reported that it was unknown if the patient¿s symptoms were related to the device, and that no actions had yet been taken, but the symptoms were not resolved, so they were considering a catheter replacement. Additional information was received on october 7, 2025, from the healthcare provider via the company representative who reported that the newer model catheter was replaced with an older model catheter on (B)(6) 2025. The implanting physician mentioned that he did not believe the materials of the newer model catheter were the culprit. As of october 7, 2025, the reporter had not received information on how the patient was doing in terms of if the symptoms had subsided with the replacement.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the catheter was completed and identified an occlusion in the pin connector which is consistent with dried drug, blood or other foreign material during various standard testing including but not limited to visual inspection, patency testing, and pressure testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep) that the patient receives lioresal intrathecal at a dosage of 175.5mg/day and a concentration of 2000mcg/ml via an implantable infusion pump. The rep reiterated the patient's symptoms and mentioned the patient is hypersensitive to medications/materials. The patient status post-removal remains unknown. The reason for catheter removal was a possible allergic reaction. No rotor study or dye study was performed.

Manufacturer narrative:
H3. Device returned but evaluation not yet complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.